Manufacturer narrative:
The device was evaluated by the manufacturer, karl storz in (B)(4). As per the evaluation: the ceramic tip is broken in itself. However, slight discoloration due to fire damage is visible at the distal end. The ceramic tip has been mechanically overloaded - most likely dropped what pre-damaged the ceramic tip. An indicator for this is the crack formation at the ceramic tip. Damages like this happen if the ceramic insert is hit against hard objects or edges. During intended use, there is no possibility to apply forces to achieve the defects. The warning notices with the corresponding pictures in the IFU indicate this.

Event description:
As per a vigilance report filed by our parent company in (B)(4), a part of the tip of an inner sheath, rotating, with ceramic insulation, came off during intervention and got lost in the uterus. The broken piece was removed from the patient.